Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 474, 372 mg/dl. The customer was treated with the insulin pump. The insulin pump had no delivery alarm. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer stated that the drive support cap appeared normal. Customer declined to continue troubleshooting for other possible causes of high blood glucose. Customer reported that no delivery was resolved by changing complete set. The insulin pump will be returned for analysis.